Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. Device evaluation: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.

Event description:
Allergan representative reported that within 24 hours of injection with juvederm ultra plus in the glabella the pt experienced "allergy around treatment site." "Hyaluronidase" and "antibiotic ointment" were given for the pt's symptom to prevent the worsening of the symptom that may lead to permanent damage.